Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alarm. Customer¿s blood glucose level was 240 mg/dl. Customer reported that they were able to clear the alarm. Customer reports insulin pump did require rewind. Customer reported that they not able to complete rewind. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.